Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed a depleted battery. System current drain while using battery power measured nominally. When powered by an external supply, the system current drain was nominal, and the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis: analysis of the battery revealed that the anode insulation system was breached, creating an internal short condition. A cathode particle breached the anode insulation system, creating an internal shorting path between the cathode-potential case and the anode current collector/lithium. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) / recommended replacement time (rrt) prematurely, after recently showing twelve years remaining on battery life. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.